Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056664r, implanted: (B)(6) 2001, product type: catheter. Product ID: neu_refillneedle, product type: accessory. (B)(4).

Event description:
Information received from a consumer family member regarding a patient receiving dilaudid (10mg/ml at 12.262mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was noted that the pump pocket got swollen within a couple of days of being refilled. They would have "oozing" out from the injection site after the refill. They noticed it this year (2015). One day ((B)(6) 2015) the patient had it filled and when they pulled the needle out, the patient was passed out in front of the "bread" and didn't know where they were. The caller reported that the patient was "higher then a freaking kite" and had to go pick up the patient. There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.